Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported infection and scarring. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: review of the labeling confirmed the reported adverse events of infection and scarring are included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection in the scrotum that resulted in formation of heavy scar tissue that did not allow the implant to work properly and was very hard to operate. The physician noticed the scar tissue during the replacement surgery. The patient was treated by salvage protocol during the replacement surgery as well as removal of the scar tissue and antibiotics. A new inflatable penile prosthesis was implanted. The patient was reported to be well following the surgery and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection in the scrotum that resulted in formation of heavy scar tissue that did not allow the implant to work properly and was very hard to operate. The physician noticed the scar tissue during the replacement surgery. The patient was treated by salvage protocol during the replacement surgery as well as removal of the scar tissue and antibiotics. A new inflatable penile prosthesis was implanted. The patient was reported to be well following the surgery and the event resolved.